Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a bent tip. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 2,74mm. The grips were not found to be cracked. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument. The grip tip for the grip with the dislodged molded insulator does appear to be bent. The complaint regarding instrument tip misalignment was confirmed by failure analysis. The probable root cause of the dislodged molded insulator was attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.